Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed with product return. Visual examination of the returned product identified the device was returned without sutures or anchors. The device has been cycled two (2) times. The needle has been fractured and not all pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). B3: date of event: exact event date is unknown however was reported to have occurred between 1.5-2 weeks prior to the notification date. G2: foreign: germany. Diligence is in progress to determine whether the device will be returned for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a meniscal repair procedure, the tip of the inserter fractured. No adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event, to date no further information has been reported.